Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during implant attempt, there was no output signal from the lead. The lead was removed and physician attempted to implant a second lead but the lead the helix on the second lead was blocked. No patient complications have been reported as a result of this event.